Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was 240 mg/dl at the time of the incident. The insulin pump started to alarm out of limit but first out of nowhere, it alarmed, as the battery was completely dead. When the customer pulled out of the battery from the insulin pump, they noticed white stuff in there. The customer stated that the insulin pump alarmed during normal use. The customer were unable to clear the alarm and did not clear the alarm before. The battery seemed to have exploded in the insulin pump. The customer reported fluid in the battery compartment. The customer stated that the home screen appeared on the display. The contacts of the battery cap were neither missing nor damaged. The customer stated that battery compartment and the spring were corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.